Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. Functional tests were performed and passed. Microscopic inspection was performed and did not verify the reported issue of leak but a discolored patient adapter was identified which is an additional, unrelated defect. The reported problem of leak could not be verified. However, an unrelated issue of discolored patient adapter was verified during evaluation and the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak in a transfer set. This occurred during an unknown step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.